Manufacturer narrative:
H3: product analysis of product no: 5584111, lot no: sw18c007 visual inspection confirmed the shaft is missing from the sleeve. The attachment pin to the internal bushing has broken. The damage to the driver is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a device used for lumbar fusion at l2-3. It was reported that the driver was stripped. The items were shipped with the return label provided by customer service. Lot numbers were not provided prior to shipping but can be found on delivery. The incident occurred during a surgery on the back table and no patient or surgeon were involved. There was no patient involvement reported. There were no further complications reported regarding the event.